Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, sn (B)(6) intended for use in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with the returned foot pedal cable damage. Flexing the foot pedal at the damaged cable site would cause a console to display the "blue man" icon. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a sawbones trial in a cori-lab, they got an immediate shutdown of the system (leaving "blue man" icon on console) (B)(4) when pressing the center pedal button of real intelligence foot pedal. Repeatable within uka app, but then noticed the that footpedal cable was shorn and wires were exposed through insulation. After a new non-damaged pedal was used, the problem went away. When restoring the pedal of issue, the problem did not happen until the opening in the insulation was manipulated/pressed. They though that it was potentially a short of a 24v line, which would likely lead to that sort of shutdown. Upon inspection of the logs, there was no indication of the problem, which is the current design. However, a damaged footpedal cable (a likely situation in the field) would lead to this effect (B)(4).